Event description:
Healthcare professional reported left "upper pole contracture", concern with alcl, and left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: "upper pole contracture", concern with alcl, and left side rupture."

Event description:
Healthcare professional reported bilateral "upper pole contracture" , concern with alcl and left side rupture. The device has been explanted and replaced.